Manufacturer narrative:
Customer has provided very little information to ambu regarding the incident despite follow-up attempts. No details regarding the machine settings , procedure or application of the device has been provided. The device has not been returned for investigation, neither has pictures or lot no. Been provided. Due to limited information, it is difficult to verify the reported failure and the root cause of the reported failure cannot be identified. Instruction for use contains informations on placement on the electrodes, related to both where to place the electrode and how to apply it, together with cautions related to risk if instructions are not is not followed. It is presumed that if the device had been used according to the instructions the incident would have been unlikely to happen. However as very sparse information has been provided it is not possible to determine root cause of the reported failure.

Event description:
Burn related to electrosurgical neutral electrodes during electro surgery.